Event description:
It was reported the mattress on the 5410ivc bed does not bend in the correct area when the head of the bed is elevated. Instead, it is allegedly bending in the middle of the patient's back.